Event description:
It was reported that the stent failed to fully expand. A 6x80, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. An ipsilateral approach was used to access the 100% stenosed target lesion that was severely calcified and located in the severely tortuous superficial femoral artery. The eluvia delivery system was advanced to the target lesion and deployed without difficulty. Once deployed, the stent failed to fully expand. Post dilation of the target lesion was completed to assist in stent expansion, but the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the stent failed to fully expand. A 6x80, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. An ipsilateral approach was used to access the 100% stenosed target lesion that was severely calcified and located in the severely tortuous superficial femoral artery. The eluvia delivery system was advanced to the target lesion and deployed without difficulty. Once deployed, the stent failed to fully expand. Post dilation of the target lesion was completed to assist in stent expansion, but the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported. It was further reported that the reference vessel diameter of the treatment area was 6mm.